Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Additional product code: qon additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator had a red light on the remote control. The issue was not resolved. Additional information reported that multiple attempts were made to troubleshoot the issue with no resolution. An xray was ordered and determined that the lead had moved. Also, open impedances were seen on the lead. The patient was scheduled for a revision and replacement of the lead. The implanted lead was removed and replaced. There were no further impedance issues. There were no additional patient complications.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Additional product code: qon additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator had a red light on the remote control. The issue was not resolved. Additional information reported that multiple attempts were made to troubleshoot the issue with no resolution. An xray was ordered and determined that the lead had moved. Also, open impedances were seen on the lead. The patient was scheduled for a revision and replacement of the lead. The implanted lead was removed and replaced. There were no further impedance issues. There were no additional patient complications.